Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an explant procedure. Additional information was received that the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an explant procedure.